Event description:
Surgery was performed in 2003. Implanted bilateral st360 fixation system along with two bak vista cages implanted at l4/l5. A four level, bilateral st360 construct was implanted with two pedical screws placed at each level from sl-l2. A transverse connector was attached to the construct at l4/l5. There were no images taken immediately post-op. X-ray images viewed at the six week post-op folllow-up visit revealed that one of the left offset connectors slid off of the 5.5mm titanium rod l2. The other nine connectors remain locked down on the titanium rod. The pt is currently not experiencing any complications. The dr. Has chosen to leave the contruct as is and will continue to monitor the pt.